Event description:
It was reported by the surgeon that the patient underwent a primary distal femur procedure for the treatment of osteosarcoma on (B)(6) 1986. Subsequently the patient now requires a procedure to replace the plastic bearing components.

Manufacturer narrative:
The manufacturing history of the component has been reviewed and confirmed that no abnormalities or deviations were reported. Based on the length of implantation of 29 years the plastic components need replacing due to normal wear and tear. There is no alleged failure of the device to perform. Please note that this custom implant is similar to the mets modular distal femur (k121029).